Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
After loading 300 units of insulin, customer receives an error at 9.8 fill tubing prompting for a minimum of 50 units to be added. This issue slightly elevated the customer's blood glucose levels.